Event description:
A high-pressure balloon catheter was used for percutaneous transluminal angioplasty (pta) treatment of a moderately calcified lesion in the moderately tortuous mid-brachial artery. The target vessel measured approximately 6 mm in diameter with an estimated 75 % stenosis and a lesion length of 90 mm. The balloon was advanced to the lesion and inflated to 23 atm (rated burst pressure = 25 atm), at which point the balloon ruptured during the initial inflation. The device was removed from the patient intact, and the procedure was successfully completed using a second high-pressure balloon of the same size. The patient was discharged home without issue. Follow-up information received from the distributor indicated the balloon was prepped according to the instructions for use. Negative pressure was maintained during loading and placement, and there was no indication of device damage or twisting during handling. The reported event resulted in a procedural delay of approximately 30 minutes. No additional medical intervention was required, and the procedure was ultimately successful.